Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint- litigation papers allege the patient suffers from pain, elevated metal ion levels, the inability to function and claims dementia and confusion related to the elevated metal ion levels. Update rec'd 07/03/2012- part/lot# there is no new information that would change the outcome of the investigation. Update ¿ 09/19/2016 medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the patient had metal ion levels that are at reportable levels. Part/lot numbers were provided. The complaint was updated on: 10/14/2016.